Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with active drainage and infection at device pocket. The infection was not associated with any abbott product and/or procedure. The vegetation was visualized with echocardiography on both right atrial (ra) and right ventricular (rv) lead. The pacemaker, ra lead and rv lead were explanted. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented to the hospital with active drainage, infection and erosion at device pocket. The infection was not associated with any abbott product and/or procedure. The vegetation was visualized with echocardiography on both right atrial (ra) and right ventricular (rv) lead. The pacemaker, ra lead and rv lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b5 and h10 sections were updated due to erosion was noted on the pacemaker.